Event description:
Revision surgery occurred on (B)(6) 2017. No fragments were left in the patient. Patient outcome is unknown.

Manufacturer narrative:
Additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional data: event,explant date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a revision surgery due to breakage of the plate. The plate was removed and replaced. All fragments were removed. On (B)(6) 2017, the patient had a road accident and sustained fracture in the left humerus, as well as dislocation of the elbow associated with a fracture in the right forearm. An osteosynthesis was performed on (B)(6) 2017 and the patient was implanted with a 4.5mm locking compression plate (lcp) and unknown screws. During the follow-up consultation on (B)(6) 2017, the x-ray results did not show any displacement. The patient did not have pain and mobility was normal. The result was excellent for the surgeon. In july 2017, the patient felt strong pain and noticed a deformation in the left humerus. On the next follow-up consultation on (B)(6) 2017, x-ray result showed a distorted left arm and breakage of the plate and the patient also had pseudoarthrosis of the breakage. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: unknown screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient was injured in a road accident. A radiological examination revealed a fracture of the left humerus, for which an osteosynthesis was performed, as well as a dislocation of the elbow associated with a fracture of the right forearm, for which an osteosynthesis was also performed. During the follow-up consultation on (B)(6) 2017, the x-rays did not show any displacement. The patient did not have pain and his mobility was normal. The result was excellent for the surgeon. On the next follow-up consultation, on (B)(6) 2017, the patient had pain and the left arm was distorted. The x-rays showed fracture of the plate and a deformation of the arm inside and outside. Patient had pseudoarthrosis of the breakage. A revision surgery was performed on (B)(6) 2017 and the plate was removed and replaced and all fragments were removed from the patient. Procedure was completed successfully.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a breakage of the left humerus due to a road accident. Patient was implanted with a 4.5mm narrow locking compression plate (lcp) plate and an unknown quantity of screws on (B)(6) 2017. X-rays taken during a (B)(6) 2017 follow up showed no displacement and, at the time, patient reported no pain. X-rays taken during a (B)(6) 2017 follow up revealed distortion of the arm and a broken plate and pseudoarthrosis. Patient also reported pain. Patient was returned to surgery on an unknown date where the broken plate was removed and replaced. Concomitant device: screw (part unknown, lot unknown, quantity unknown). This report is for one (1) 4.5mm narrow lcp plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event occurred on an unknown date in 2017. A product investigation was completed: product was not returned. An investigation was completed based on the provided photographs. Plate breakage can be observed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a revision surgery due to breakage of the locking compression plate (lcp) narrow seven (7) holes. The plate was removed and replaced. All fragments were removed. On (B)(6) 2017, the patient had a road accident and sustained fracture in the left humerus, as well as dislocation of the elbow associated with a fracture in the right forearm. An osteosynthesis was performed on (B)(6) 2017 and the patient was implanted with a locking compression plate (lcp) narrow seven (7) holes, one (1) lcp reconstruction plate 3.5 straight seven (7) holes, three (3) locking screw 3.5mm l16mm, one (1) locking screw 3.5mm l22mm, two (2) locking screw 3.5mm l18mm, four (4) locking screw 3.5mm l28mm and two (2) locking screw 3.5mm l30mm. During the follow-up consultation on june 22, 2017, the x-ray results did not show any displacement. The patient did not have pain and mobility was normal. The result was excellent for the surgeon. In (B)(6) 2017, the patient felt strong pain and noticed a deformation in the left humerus. On the next follow-up consultation on july 28, 2017, x-ray result showed a distorted left arm and breakage of the plate and the patient also had pseudoarthrosis of the breakage. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: locking compression plate (lcp) reconstruction plate 3.5 straight 7-holes (part# 445.071, lot# unknown, quantity (B)(4)), locking screw 3.5mm l16mm (part# 413.016, lot# unknown, quantity (B)(4)), locking screw 3.5mm l22mm (part# 413.022, lot# unknown, quantity (B)(4)), locking screw 3.5mm l18mm (part# 413.018, lot# unknown, quantity (B)(4)), locking screw 3.5mm l28mm (part# 413.328, lot# unknown, quantity (B)(4)), locking screw 3.5mm l30mm (part# 413.330, lot# unknown, quantity (B)(4)).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Plate breakage was observed in the received photograph by manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.